Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced inflammation at the abutment site. Subsequently, the patient was administered a steroid injection on (B)(6) 2017. The issue has reportedly been resolved.